Event description:
Boston scientific received information that this implantable defibrillation lead exhibited noise on the rate/sense portion which was oversensed and resulted in inappropriate anti-tachycardia pacing (atp). Additionally, a few low out of range pacing impedance measurements were observed. All other lead measurements are acceptable and stable. No adverse patient effects were reported.

Event description:
Additional information was received indicating an invasive procedure was performed. The rate/sense portion of this lead was capped and a new rate/sense lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
A lead revision was scheduled. Records indicate this lead remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
The shock portion of this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.